Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibited loss of capture at maximum outputs and low r-wave amplitude measurements. During the lead revision procedure, it was found that the rv and right atrial (ra) leads were dislodged due to the patient having twiddler's syndrome. Both the rv and ra leads were successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.